Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 01-nov-2020 to 01-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auto restock error. The technical support specialist stopped and restarted the production server to drain the messages, and the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe system auto restock failed, delaying patient care by not prompting to restock propofol 1000mg per 100ml bottle. Customer added that the nurse was able to retrieve the required medication from another device through pharmacist and reported that patient may have experienced some pain. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that auto restock failure was due to software issue. The production server was stopped and restarted to drain the messages. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system auto restock failed, delaying patient care by not prompting to restock propofol 1000mg per 100ml bottle. Customer added that the nurse was able to retrieve the required medication from another device through pharmacist and reported that patient may have experienced some pain. There were no adverse events or injuries reported based on this incident.